Event description:
It was reported that the stent was found fractured. Reportedly, the patient underwent stent implant in the distal sfa. Approximately four months later, the patient presented with leg pain and the stent was found occluded. Angioplasty was performed. Approximately two months later, the patient presented with leg pain again. Imaging identified that the stent was occluded and struts at the distal end of the stent appeared to be fractured. To date, there has been no treatment. However, bypass surgery is being considered.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met all specifications prior to shipment. The stent remains implanted; therefore, not available for evaluation. The event investigation is currently underway.